Manufacturer narrative:
This medical device report is filed retrospectively following FDA observation number 4 received by degania medical devices pvt. Ltd. During the FDA inspection of 4-7 of november 2019. The observation was related to the fact that degania medical devices pvt. Ltd. Did not establish procedures for reporting mdrs to FDA as a manufacturer. Till then all complaints related to the devices produced by dmd were assessed for MDR reportability and submitted as necessary to FDA by degania silicone ltd. Another q medical devices division closely affiliated with dmd. Dmd CAPA number 73/19 was issued to address the observation. One of the CAPA actions requires dmd to perform retrospective review of all the complaints received during 2018 and 2019, and submit to FDA retrospective mdrs for the reportable events. Since the sample is unavailable and the review of the batch history records and retain samples did not detect any non-conformity, we are unable to justify the complaint. The burst of the balloons could be user related. The complaint was not justified.

Event description:
This is a retrospective review of complaint 2018-2019 customer text, "according to the reporter, in one patient, the balloon catheter burst several times. This patient is given the medication rifampicin (bactericidal antibiotic). Since they have no other problems with this product, the question is, whether the bursting of the balloon is related to the medication administered". No sample, and no picture available.